Event description:
It was reported that post a brain angioplasty procedure, vessel perforation and a death occurred. The physician attempted to place a 2.5x16mm liberte bare metal stent to the 50% stenosed lesion located in the basilar artery. The lesion was pre-dilated with a 2.0x9mm maverick balloon at 6 atms for 10 seconds. The physician then implanted th liberte stent and inflated it to 9 atms. Upon removal of the balloon, angiography revealed that the bacilary artery had perforated. Medications used during this procedure include; agrastat and nimotop. Add'l info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this invent.